Manufacturer narrative:
Product ID: 3889-28, lot# va1lgzp, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Eval code method 10 applies to interstim ii (serial#(B)(4)) and lead (lot#va1lgzp). (B)(4). Analysis: analysis of the ipg 3058 interstim ll (serial#(B)(4)) passed all functional testing. Analysis: analysis of the tined lead, 3889-28, interstim,us 28 cm (lot#va1lgzp) found the conductor(s) was/were broken in the body of the lead as a result of factors not related to product reliability. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Eval code-conclusion (B)(4) applies to lead (lot#va1lgzp) only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy relief and the device was explanted on (B)(6) 2019. The device was received by the manufacturer company on (B)(6) 2019 for analysis. There were no further complications reported.